Event description:
The customer reported that there was a fast stop activated error message. This error will cause the system to lock up and have to be rebooted. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The ps2, fast switch and cable were evaluated and replaced. The system was tested and found to be working as intended and returned to service.